Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found damage to the camera cable. The camera cable damage may have caused the internal charge-coupled device (ccd) to fail. Therefore, it is likely normal communication was not possible, which resulted in no image. A definitive root cause for all findings were unable to be identified. A device history review (DHR) of the current product was not conducted. The device was manufactured more than fifteen (15) years ago, therefore the DHR could not be verified. The instructions for use (IFU) for this device indicates: precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Important information ¿ please read before use precautions for disappeared or frozen endoscopic image [warning] ·never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for use for a diagnostic hysteroscopy, the subject device did not present an image while being used with the video processor. The video processor was working as intended. The procedure was completed utilizing a similar device. There were no reports of patient harm.